Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2, d3, d4, g4-510k: this report is for an unknown screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, a sales consultant sent a link to a jot article in june of 2023 that described screw back out from the rfna nails. This lead to a discussion of any experiences within other consultants of any incidents of this occurring to them. One of the consultants said he had heard of two other incidents and another said he had experienced it once. During the conversation, a consultant described an incident of the tibial nail advanced missing the s1 interlocking hole. He did not have any more information due to these incidents such as patient information and status. This report involves unknown screws. This is report 1 of 2 for (B)(4). This complaint is related to (B)(4).